Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 82 mg/dl. The customer stated that he went scuba diving and device was on him. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.